Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a defibrillation electrode connector pin was bent. The bent pin prohibited the connection between the defibrillator and the defibrillator electrode. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
The customer confirmed that the electrodes were discarded. Therefore, the item was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a defibrillation electrode connector pin was bent. The bent pin prohibited the connection between the defibrillator and the defibrillator electrode. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.